Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number k011245 and k002188.

Event description:
It was reported that it was impossible to separate the mount from the implant and was removed. Another implant has been placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One implant was returned for investigation. Visual evaluation of the as returned product identified the devices could not disengage. Functional testing to recreate the reported event verified mount was stuck to the implant and could not be disengaged. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 46 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants¿ IFU 9667 rev 2 - 10/19 and instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Warnings + precautions; page 1 & 2. DHR review: DHR review was completed for the subject lot number (2021051598). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (2021051598) was performed for similar events using keyword 'does not disengage/release' and no complaint about nonconforming product was identified. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (spwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.